Event description:
Images from the classis plus - s that are scanned with the patient in prone head first position, and mirrored, display the patients right side on the left side of the screen, then are networked to the new plus 4 with b40a software. These images on the plus 4 are displayed with a left marker on the left side of the screen. The image marking is incorrect.